Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: unknown/not provided. If explanted; give date: n/a (not applicable). To date, the lens remains implanted. (B)(46. This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. (B)(4). Device evaluation: the product testing could not be performed as the lens remains implanted. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaint was received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that air bubbles appeared in the back of model pcb00v tecnis monofocal iol (intraocular lens) during operation. The doctor tried to removed it by I/a (irrigation/aspiration), but could not aspirate it. Since it was at the end of optical section, the operation ended as is. The doctor reportedly pointed out that air bubbles are contained in the lens and there was no patient injury. No additional information provided.